Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A conclusive cause for the reported difficulties could not be determined. The reported patient effect of hematoma is a known inherent risk of the procedure and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Returned unused, sterile representative samples were successfully tested and no malfunction was noted. User facility medwatch report# (B)(4).

Event description:
Subsequent to the initial medwatch report, the following additional information was received indicating that during insertion of the device no pulsatile flow was observed and described as a "foot malfunction". It was believed that there was an issue with the foot plate on the device which prohibited pulsatile flow from being seen. Reportedly, both proglide devices were flushed without issue prior to the procedure. No additional information was provided. User facility medwatch report#: (B)(4). Event desc: device would not deploy, did not achieve hemostasis. The failed product had patient contact but no patient harm. A new device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using two proglide devices via a 6f sheath after an interventional procedure. Reportedly, no pulsatile flow was observed despite no calcium. A second proglide device was attempted; however, the same issue occurred and a "big" hematoma developed. A third proglide device was used to achieve hemostasis. There was no reported treatment for the hematoma. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.